Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's facility administrator (fa) reported that a fresenius combiset transducer caused air to enter the bloodline. It is unknown when the issue happened. There was no blood loss, serious injury, adverse event or medical intervention reported. The complaint device is not available to be returned to the manufacturer for evaluation.